Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 49 mg/dl. The customer treated for their low blood glucose with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was done for the low blood glucose incident. The customer stated that auto mode feature was active at the time of low blood glucose event. The insulin pump will not be returned for analysis.